Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in a 38-year-old female patient who had essure (batch no. B60744) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included vaginal bleeding in 2013, neck pain in 2009, palpitations in 2007, breast prosthesis implantation in 2005 and deviated nasal septum in 2003. Previously administered products included for an unreported indication: mirena from (B)(6) 2013 to (B)(6) 2013, ketorolac, ativan, nuvaring, lidocaine and dilaudid. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient experienced refraction disorder ("blurred vision diagnosed as disorder of refraction"), 1 year 11 months after insertion and 11 months 20 days after removal of essure. On (B)(6) 2014, the patient experienced neck pain ("chronic neck pain"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), cystitis ("bladder/urinary problems: bladder infection"), fatigue ("fatigue"), malaise ("sickness"), genital haemorrhage ("abnormal bleeding (general)"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines / headaches"), abdominal distension ("bloating"), abdominal pain lower ("lower abdominal pain") and nausea ("nausea") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the dysmenorrhoea, vaginal infection, cystitis, fatigue, malaise, genital haemorrhage, bladder disorder, urinary tract disorder, migraine, hormone level abnormal, neck pain and refraction disorder outcome was unknown and the weight increased, abdominal distension, abdominal pain lower and nausea had resolved. The reporter provided no causality assessment for neck pain and refraction disorder with essure. The reporter considered abdominal distension, abdominal pain lower, bladder disorder, cystitis, dysmenorrhoea, fatigue, genital haemorrhage, hormone level abnormal, malaise, migraine, nausea, urinary tract disorder, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted insertion date- (B)(6) 2015 and removal date-(B)(6) 2014. Description of procedure of essure implantation: the anterior lip of cervix was grasped with single tooth tenaculum, a 5 mm hysteroscope placed inside endometrial cavity, and both ostia visualized. Essure devices deployed into the left and right ostia in the usual fashion. Left and right ostium 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Pregnancy test - on (B)(6) 2014: negative. Weight (kg) - on (B)(6) 2013: 72.6 kg; on (B)(6) 2013: 73 kg; on (B)(6) 2014: 73.029 kg. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2020: reporters added to case, also an alias for the consumer, patient demographic information updated, device expiration date updated; patient history updated with conditions and drugs taken in past; event of "chronic neck pain" and "blurred vision diagnosed as disorder of refraction" added to the case we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in a 38-year-old female patient who had essure (batch no. B60744) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included vaginal bleeding in 2013, neck pain in 2009, palpitations in 2007, breast prosthesis implantation in 2005 and deviated nasal septum in 2003. Previously administered products included for an unreported indication: mirena from (B)(6)-, ketorolac, ativan, nuvaring, lidocaine and dilaudid. On (B)(6)-2012, the patient had essure inserted. On (B)(6)-2014, the patient experienced refraction disorder ("blurred vision diagnosed as disorder of refraction"), 1 year 11 months after insertion and 11 months 20 days after removal of essure. On (B)(6)2014, the patient experienced neck pain ("chronic neck pain"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), cystitis ("bladder/urinary problems: bladder infection"), fatigue ("fatigue"), malaise ("sickness"), genital haemorrhage ("abnormal bleeding (general)"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines / headaches"), abdominal distension ("bloating"), abdominal pain lower ("lower abdominal pain"), nausea ("nausea"), hot flush ("hormonal changes describe: hot flashes"), menstruation irregular ("irregular periods"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("uti") and pelvic pain ("pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on 1(B)(6)-. At the time of the report, the dysmenorrhoea, vaginal infection, cystitis, fatigue, malaise, genital haemorrhage, bladder disorder, urinary tract disorder, migraine, hot flush, neck pain, refraction disorder, menstruation irregular, menorrhagia, vaginal haemorrhage and pelvic pain outcome was unknown and the weight increased, abdominal distension, abdominal pain lower and nausea had resolved. The reporter provided no causality assessment for neck pain and refraction disorder with essure. The reporter considered abdominal distension, abdominal pain lower, bladder disorder, cystitis, dysmenorrhoea, fatigue, genital haemorrhage, hot flush, malaise, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted insertion date- (B)(6)-description of procedure of essure implantation: the anterior lip of cervix was grasped with single tooth tenaculum, a 5 mm hysteroscope placed inside endometrial cavity, and both ostia visualized. Essure devices deployed into the left and right ostia in the usual fashion. Left and right ostium 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram - on (B)(6)-2014: total bilateral occlusion. Pregnancy test - on (B)(6)-2014: negative. Weight (kg) - on (B)(6)-2013: 72.6 kg; on(B)(6)--2013: 73 kg; on (B)(6)--2014: 73.029 kg. Quality-safety evaluation of ptc: unable to confirm complaint (B)(6)-2020: pfs received. Events: irregular periods, abnormal bleeding (vaginal, menorrhagia), uti, pain added. Event hormonal changes was updated to hormonal changes describe: hot flashes. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), cystitis ("bladder/urinary problems: bladder infection"), fatigue ("fatigue") and malaise ("sickness") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the dysmenorrhoea, vaginal infection, cystitis, weight increased, fatigue and malaise outcome was unknown. The reporter considered cystitis, dysmenorrhoea, fatigue, malaise, vaginal infection and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received : previously reported event of "injury" was updated to dysmenorrhea (cramping). New events added - bladder/urinary problems: bladder infection. Vaginal infection, weight gain, fatigue she did not undergo confirmation test. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in a (B)(6) female patient who had essure (batch no. B60744) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included vaginal bleeding in 2013, neck pain in 2009, palpitations in 2007, breast prosthesis implantation in 2005 and deviated nasal septum in 2003. Previously administered products included for an unreported indication: mirena from (B)(6) 2013 to (B)(6) 2013, ketorolac, ativan, nuvaring, lidocaine and dilaudid. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient experienced refraction disorder ("blurred vision diagnosed as disorder of refraction"), 1 year 11 months after insertion and 11 months 20 days after removal of essure. On (B)(6) 2014, the patient experienced neck pain ("chronic neck pain"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), cystitis ("bladder/urinary problems: bladder infection"), fatigue ("fatigue"), malaise ("sickness"), genital haemorrhage ("abnormal bleeding (general)"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines / headaches"), abdominal distension ("bloating"), abdominal pain lower ("lower abdominal pain") and nausea ("nausea") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the dysmenorrhoea, vaginal infection, cystitis, fatigue, malaise, genital haemorrhage, bladder disorder, urinary tract disorder, migraine, hormone level abnormal, neck pain and refraction disorder outcome was unknown and the weight increased, abdominal distension, abdominal pain lower and nausea had resolved. The reporter provided no causality assessment for neck pain and refraction disorder with essure. The reporter considered abdominal distension, abdominal pain lower, bladder disorder, cystitis, dysmenorrhoea, fatigue, genital haemorrhage, hormone level abnormal, malaise, migraine, nausea, urinary tract disorder, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted insertion date- (B)(6) 2015 and removal date-(B)(6) 2014 description of procedure of essure implantation: the anterior lip of cervix was grasped with single tooth tenaculum, a 5 mm hysteroscope placed inside endometrial cavity, and both ostia visualized. Essure devices deployed into the left and right ostia in the usual fashion. Left and right ostium 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Pregnancy test - on (B)(6) 2014: negative. Weight (kg) - on (B)(6) 2013: (B)(6) ; on (B)(6) 2013: (B)(6) ; on (B)(6) 2014: (B)(6) . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in a 38-year-old female patient who had essure (batch no. B60744) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included vaginal bleeding in 2013, neck pain in 2009, palpitations in 2007, breast prosthesis implantation in 2005 and deviated nasal septum in 2003. Previously administered products included for an unreported indication: mirena from (B)(6) 2013 to (B)(6) 2013, ketorolac, ativan, nuvaring, lidocaine and dilaudid. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient experienced refraction disorder ("blurred vision diagnosed as disorder of refraction"), 1 year 11 months after insertion and 11 months 20 days after removal of essure. On (B)(6) 2014, the patient experienced neck pain ("chronic neck pain"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), cystitis ("bladder/urinary problems: bladder infection"), fatigue ("fatigue"), malaise ("sickness"), genital haemorrhage ("abnormal bleeding (general)"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines / headaches"), abdominal distension ("bloating"), abdominal pain lower ("lower abdominal pain"), nausea ("nausea"), hot flush ("hormonal changes describe: hot flashes"), menstruation irregular ("irregular periods"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("uti") and pelvic pain ("pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the dysmenorrhoea, weight increased, abdominal distension, abdominal pain lower, nausea, neck pain and pelvic pain had resolved and the vaginal infection, cystitis, fatigue, malaise, genital haemorrhage, bladder disorder, urinary tract disorder, migraine, hot flush, refraction disorder, menstruation irregular, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter provided no causality assessment for neck pain and refraction disorder with essure. The reporter considered abdominal distension, abdominal pain lower, bladder disorder, cystitis, dysmenorrhoea, fatigue, genital haemorrhage, hot flush, malaise, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted insertion date- (B)(6) 2015 and removal date-(B)(6) 2014 description of procedure of essure implantation: the anterior lip of cervix was grasped with single tooth tenaculum, a 5 mm hysteroscope placed inside endometrial cavity, and both ostia visualized. Essure devices deployed into the left and right ostia in the usual fashion. Left and right ostium 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Pregnancy test - on (B)(6) 2014: negative. Weight (kg) - on (B)(6) 2013: 72.6 kg; on (B)(6) 2013: 73 kg; on (B)(6) 2014: 73.029 kg. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2020: pfs received-outcome of the events related to pain updated to recovered / resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.